Event description:
A cartridge change error was reported with the pump, causing the customer's blood glucose level to display as "high," although a specific value was unknown. To address the issue, the customer administered a correction injection using mdi. Technical support guided the customer through a series of inspections and cleaning procedures, eventually assisting in filling and loading a new cartridge successfully, which allowed the customer to complete the loading process and resume insulin delivery.